Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification. The device was tested by the flow line at rates of 40ml/hr and 125ml/hr for 60 minutes each. The volume to be infused (vtbi) set to deliver 40ml and 125ml. The flow rate accuracy percentages were 2.007% and -0.618% respectively which are within the +/-5% specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused total parenteral nutrition (tpn) during delivery on a patient. The pump was programmed by the night nurse to deliver the tpn and alarmed to cycle tpn down on the day shift. When the nurse went to enter the amount to cycle down, the tpn bag was empty and the amount given on the pump was the total amount the patient was supposed to receive for the entire cycle. The cycle amount of 90cc had not yet been given. The intern was notified and d10 was hung to cycle the last 90cc. It was reported that there was no patient injury associated with this event which occurred in the pediatric department. No additional information is available.